Event description:
It was reported that the bd phaseal¿ protector p14 experienced foreign matter contamination. The following information was provided by the initial reporter: hair found in p14.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, a hair was observed between the expansion bladder and film. Four retained samples of lot 2003138 were used for additional evaluation. All product was inspected, no hair or other foreign matter was observed. A device history review was performed for the reported lot 2003138, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14 experienced foreign matter contamination. The following information was provided by the initial reporter: hair found in p14.